Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using a cooladvantage plus applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a2, a3, a6, b5, e1, d4, h6, and concomitant product. Corrected data: d1 and g1.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the abdomen and flanks and may have developed paradoxical hyperplasia to the left side.